Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon investigation, the patient's implantable cardioverter defibrillator (ICD) exhibited crosstalk; the device was far p-wave over-sensing on the ventricular lead. Programming changes were discussed, no intervention was reported. There were no patient consequences.